Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes due to undersensing and low r-wave amplitudes were observed. The device was reprogrammed, however the false pause episodes persisted. No further interventions were performed as the patient was asymptomatic.